Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that there was moisture behind the display lens. Visual inspection revealed that the pump case was cracked in the right hand corner of the display. During testing, the pump was able to power on to the ¿verify¿ screen. A leak test was performed and a leak was found at the crack in the pump case. The pump case was removed and evidence of moisture contamination was found inside the pump on the keypad flex cable and connector. The complaint that the pump was emitting call service alarms was not able to be adequately investigated due to internal moisture damage and unresponsive keypad buttons.